Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of over 600 mg/dl and high ketone levels. Customer was treated with a saline drip, and was released from the ER approximately 5 hours later. Reportedly, upon being released from the ER the customer¿s bg level was 300 mg/dl, and the customer was in ¿stable¿ condition. Customer alleged pump did not deliver insulin as intended. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Reportedly the customer reverted to manual injections for insulin therapy.